Event description:
While using the intuitive harmonic scalpel during a case, the instrument tip melted and started to separate while in the patient's abdominal cavity.we requested that this lot be removed from the facility and replaced with a new lot, which was done.